Event description:
The customer reported that the precision xtra meter had spontaneously changed the date and time. The customer also reported using the precision link software. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
There is a known malfunction with the precision link software that can lead to incorrect trending of results. This occurs when results obtained on a meter with incorrect date and time are uploaded to a computer with precision link software. Customers and retailers have been notified through the adc fa21dec2006 letter.